Event description:
It was reported that when the patient presented for routine device check, premature battery depletion was noted. Device was explanted and replaced when the device reached eri. When the device was returned for analysis, it was concluded that the device longevity was normal and programmer displayed inaccurate battery longevity estimation towards the end of the battery life (near eri).